Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Reportedly, during troubleshooting, the pump shutdown due to low battery. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected for extended period without improvement, so technical support arranged shipment of replacement charging cable and wall adapter, planned follow-up, and advised customer to consult healthcare provider about using multiple daily injections if pump battery depleted before replacement supplies were received.